Event description:
It was reported that the patient had no stimulation sensation. The patient only had one program and had increased their stimulation over 8.50. The patient normally felt stimulation in the 6 range. The loss of stimulation had a sudden onset. The patient did not recall any incident that might have caused their stimulation to change other than being on an airplane recently prior to the report. The patient status was unknown at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3888-28, lot# l35777, implanted: (B)(6) 1995, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1992, product type: extension. (B)(4).